Event description:
Opened, assembled, and connected a stryker reprocessed laparoscopic harmonic scalpel to the machine. After used for about 40 minutes, surgeon noted it wasn't working correctly. When it was pulled out of patient's abdomen, the white piece on the jaw of the handpiece was falling apart. Surgeon also noted that the handpiece felt warm. Disconnected handpiece and passed off the field. Opened another reprocessed handpiece onto the field and continued use. After used for about 20 minutes, handpiece was not working correctly; machine was giving alerts that tips needed to be cleaned and instrument tightened. After completing these tasks, machine was still giving the signal to tighten the instrument. After retightening and testing the handpiece, machine signaled for the handpiece to be removed. It was disconnected and another reprocessed handpiece was opened. This facility has had multiple recent similar events with this device. The manufacturer has been notified. Product has been returned. Staff using the device have received education from the manufacturer's rep regarding the use of the device. The manufacturer has exchanged one entire lot for the same product of a different lot. The problem continues.